Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 23mm trifecta gt valve was implanted secondary to cardiac insufficiency and a calcified aortic valve. A few days post-implant, insufficiency was noted in the new valve. On (B)(6) 2016, the patient underwent redo surgery at which time a prolapsed and kinked cusp was observed. The 23mm trifecta gt was explanted and a 23mm non-sjm valve was implanted.

Manufacturer narrative:
(B)(4). The investigation concluded a surface abrasion was observed at the free edge of leaflet 2, and a horizontal fold was observed in lealfet 3. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.